Event description:
Medtronic received information that 7 years and 2 months post implant of this 23 mm mitral annuloplasty band, it was explanted and replaced with a 25 mm mitral bioprosthetic tissue valve. The reason for the replacement was reported to be due to severe mitral stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.